Event description:
On (B)(6) 2011, pt reported he has been experiencing issues for the last 2 months intermittently. Had pt perform an action test and the up button did not respond. Pt reported the down button responded. Pt stated if he pressed hard the button will eventually respond. Pt reported the button does not remain flat when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.